Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he was getting a lot of no delivery alarms on the insulin pump. Customer stated that he tried to bolus for breakfast and tried to correct for his number but he got a no delivery alarm. Customer performed a 5.0 unit fixed prime and the insulin exited. Customer stated that the cannula was not bent. Troubleshooting was performed and it was explained that the set may be occluded. Customer reported the event was resolved by changing the complete set including the infusion set and the reservoir.